Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a fall which caused damage to the battery to flipped and skin breakage was noted. It was also mentioned that ipg recharging was affected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.